Manufacturer narrative:
The ge rep conducted an onsite investigation. The card connectors, and the hard disk power supply were replaced. The system was tested and operates as intended.

Event description:
The customer reported that the 9900 system would not boot up intermittently. When boot up was successful there was no video display. No pt injury was reported.